Manufacturer narrative:
Elevated crp - redness occurred - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in 2008. On three days later, the patient had an infection (streptococcus). The patient's symptoms were fever, pain, elevated crp (300-400) and redness. The patient was treated with antibiotics which were clindamycin or kloxacillin, initially given intravenously and later given orally.